Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The customer reported that on their AED the flashing light for the shock button is not working. The reported event did not occur during patient use.